Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 89-109mg/dl fasting. Verified the strips expire 11/14/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 180mg/dl and 168mg/dl. Reviewed meter memory: 1:194mg/dl (B)(6) 2014 03:49:00 pm fasting:yes. 2:177mg/dl (B)(6) 2014 01:18:00 am fasting:yes . 3:162mg/dl (B)(6) 2014 09:05:00 am fasting:yes. 4:129mg/dl (B)(6) 2014 07:06:00 am fasting:yes. 5:193mg/dl (B)(6) 2014 04:45:00 am fasting:yes. Customer is concern with the results she have been getting for the past few days but especially test taken today (B)(6) 2014; 162/177/194mg/dl. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 89-109mg/dl fasting. Verified the strips expire 11/14/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 180mg/dl and 168mg/dl. Reviewed meter memory: (B)(6). Customer is concern with the results she have been getting for the past few days but especially test taken today (B)(6) 2014; 162/177/194mg/dl. No adverse event reported.